Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same patient as MDR ID#: 2134265-2012-03038. It was reported that following an intravascular ultrasound (ivus) diagnostic procedure, the patient had chest pain with st segment elevation. In (B)(6) 2010, the patient was diagnosed with unstable angina (braunwald classification ib) and was referred for cardiac catheterization. The target lesion was a long bifurcated lesion located in the mid left anterior descending artery (mid lad) extending to the distal lad with 80% stenosis and was 48mm long with a reference vessel diameter of 3.2mm. The physician treated the lesion with pre-dilation and placement of two overlapping taxus liberte stents of 2.50x28mm and 3.00x24mm in size, with 0% residual stenosis. Prior to the stenting procedure, an atlantis imaging catheter was advanced to the distal lad and one run of ivus was performed which revealed 80-85% stenosis in the mid lad. Upon completion of the ivus, the patient complained of chest pain and his st segments were elevated. This was treated with intravenous reopro and balloon angioplasty. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with angina and cardiac catheterization was recommended. An atlantis imaging catheter was advanced to the distal lad and two runs of ivus were performed which revealed 80% distal stenosis. Upon passing the imaging catheter through the distal lad stenosis, significant chest discomfort and st segment elevation were noted. The patient was treated with placement of a 2.75x12mm endeavor stent in the distal lad, with 0% residual stenosis following post dilation with a apex balloon. The event was considered as resolved without residual effects. The patient was discharged. In the opinion of the physician, the events of angina and target vessel revascularization were unrelated to the study devices.